Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external device since the device was placed in MRI mode on (B)(6) 2017. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified troubleshooting was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced.

Event description:
Follow up information identified therapy has been restored.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The reported inability of the ipg to communicate with the patient controller or clinician¿s programmer was confirmed. The device was returned without any visible anomalies that would contribute to the reported issues. The uep inductive tool and a review of the ipg¿s log confirmed the device had been programmed to MRI mode near the time pairing was lost. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device being programmed to MRI mode and a loss of pairing occurred. The magnet function was inhibited, which inhibited the ability to create a bond between the ipg and a programmer. After the device was taken out of MRI mode and placed in a normal state, it functioned as intended. As a result of this finding, abbott is performing further investigation. The fsca number is included in this report.